Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the product is working as intended - able to establish contact with customer who indicated that is using the device with no alleged defects.

Event description:
Customer reported complaint for error messages (customer could not recall what specific error messages were) and wanted to perform blood test. Daughter is calling on behalf of the customer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a blood test was performed by the customer and produced test result of hi using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2020 and test strips were opened a few days prior to call. The meter memory was reviewed for previous test result history: result 1 : hi display during troubleshooting actions.